Event description:
After implantation, no ventricular sensing and no ventricular pacing was possible in bipolar configuration. Normal ventricular pacing and sensing operation was observed in unipolar configuration. Reintervention was performed on (B)(6) 2016 and revealed that the non-sorin ventricular lead was damaged. The ventricular lead was replaced. The pacemaker remains implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
After implantation, no ventricular sensing and no ventricular pacing was possible in bipolar configuration. Normal ventricular pacing and sensing operation was observed in unipolar configuration. Reintervention was performed on (B)(6) 2016 and revealed that the non-sorin ventricular lead was damaged. The ventricular lead was replaced. The pacemaker remains implanted.